Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012409542 was returned and analyzed. Visual inspection of the catheter showed the array in circular shape and no guide wire threaded through. The guide wire was not returned. The shape of the capture device was as expected. During external visual inspection of the spiral array and guide wire lumen, showed a kink on guide wire lumen at 0.5 inches from the tip, no anomaly was observed on the array. During external visual inspection of the shaft, and handle segments, no anomalies were identified. Mechanical verification of steering and slide mechanisms showed the steering function is normal, with the distal catheter tip responding with approximately 170 degree rotation in both directions. Resistance was observed while operation of the sliding function. Full advancement could not be performed, the slider knob was only able to move slightly. Data from the catheter identification chip confirms the catheter programmed for clinical use, with the lot and serial numbers matching those indicated on the cover. The catheter was reprogrammed before connection to the pulsed field ablation generator via a catheter interface cable, and therapy deliveries passed. Electrical continuity test revealed intact electrode wires without any detachment or breakage. X-ray and optical inspection found the guidewire lumen was kinked and damaged at approximately 0.5 inches from the tip. Entangled wires were observed inside the distal shaft area. No anomalies were observed inside the handle area. In conclusion, the loop catheter failed the returned product inspection due to the guide wire lumen kink and entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the end of a pulsed field ablation procedure as the catheter was being captured into the sheath, it was observed that the slider was blocked after about a third of its length and could not be pushed any further forward. Using force, the catheter was pulled back into the sheath and the system was successfully guided out of the patient. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.